Manufacturer narrative:
(B)(4). D10: cat# 00801102024 lot# 62779412 allen medullary cement plugs. Cat# 00801803603 lot# 62542752 femoral head. G2: foreign: event occurred in australia. H6: proposed component code: mechanical (g04): stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 11 years post-implantation, the patient underwent a hip revision due to fractured cement and the stem going into a varus position. Attempts have been made and no further information has been provided.